Event description:
It was reported that the patient had the artificial urinary sphincter removed due to unspecified reason. A new artificial urinary sphincter consisting of a 3.5 cm cuff, pump, and balloon were implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported that the patient had the artificial urinary sphincter removed due to unspecified reason. A new artificial urinary sphincter consisting of a 3.5 cm cuff, pump, and balloon were implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted. Additional information received indicated the reason for the replacement surgery was that the patient was leaking.

Manufacturer narrative:
] Model number/catalog number 72404127 serial number (B)(4). Batch/lot number 548508006. Gtin 548508006 model/catalog description control pump fgs iz. Expiration date 06/02/2010. Manufacturer date 06/13/2008. Model number/catalog number 72400024 serial number (B)(4). Batch/lot number 552652007. Gtin 878953000626. Model/catalog description balloon fgs 61-70 cm. Expiration date 07/01/2013. Manufacturer date 07/15/2008.